Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the pump case was cracked along the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/02/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings: evaluation revealed that the pump case was cracked from the top of the battery compartment toward the pump case seal. A leak test was performed and a battery compartment leak was found. There was visible corrosion found inside the battery compartment. The pump cover was removed and no moisture was observed in the pump¿s main compartment.